Manufacturer narrative:
Eval results: the complaint regarding invalid impedance was confirmed. As received, visual observation under the microscope revealed kinks with all wires broken 13 cm from the stimulation end. As there was no breach of the outer tubing where the fracture occurred, the damage observed was consistent with repetitive overstress the lead was subjected to while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt ((B)(4)) had no stimulation. Surgical intervention was performed. Intraoperative testing revealed invalid impedances. The surgeon removed and replaced the scs lead which resolved the issue.